Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 14 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The programmed parameters were inspected. It was noted that the left ventricular anti-bradycardia pacing was temporarily programmed up to 6.2v for 1.5ms. This represents a high current program, draining the battery. The ICD was implanted for approximately 30 months; 14 charging cycles were documented in the icds memory. Taking the high current program for the anti-bradycardia pacing into account, the battery condition was found to be as expected. In conclusion, the ICD proved to be fully functional. The battery status eri was anticipated. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
When checking on homemonitoring website on (B)(6) 2019, it was noted there was only 1 percent voltage remaining, but the battery was not in eri or eos status. Two days later, it was noted the battery was in eri status.